Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the reservoir. The customer's blood glucose reading was 49 mg/dl. The customer stated that she needed to replace her reservoirs due to not being able to fill up the reservoir with insulin. The customer was holding the insulin bottle upside down. The customer was advised to sit the insulin bottle on a flat surface to fill reservoir facing up.